Event description:
Material no: 383532; batch no: 9115945. It was reported that after use of the bd nexiva¿ closed IV catheter system the needle failed to retract. The following information was provided by the initial reporter: event description per sfdc states, "the nexiva catheter would not retract when trying to safety the needle.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided for observation of this incident. The photo shown the top web (label) from product ref. 383532, 22a bd nexiva IV catheter system dual port, lot 9115945. Also shown in the photo was a nexiva dual port unit without the protective needle cover. There was a vent plug attached at one of the port (luer) and a q-syte attached to the second port (luer). The needle/grip was pulled back and disengaged from the catheter assembly. There was a hand written note with an arrow pointing to the location of the winged adapter area. Note read: ¿not releasing from hub when retracting needle.' A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual evaluation: the photo shown that the needle assembly was not released from the catheter/adapter assembly. Based on the photo, although the needle was pulled back, it could not be confirmed if the needle was completely pulled back and secured in the tip shield. Therefore the photo did not provide sufficient evidence to support the reported defect. Conclusion(s): not determined ¿ based on the evaluation of the provided photo: the photo did not reveal if the needle was completely pulled back and if the tip was secured inside the tip shield. Therefore the reported defect of needle retraction failure, could not be identified or confirmed and a root cause was not established. There was no physical/mechanical evidence to confirm or support manufacturing process related issues for the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 383532, batch no: 9115945. It was reported that after use of the bd nexiva¿ closed IV catheter system the needle failed to retract. The following information was provided by the initial reporter: event description per sfdc states, "the nexiva catheter would not retract when trying to safety the needle."